Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose rising from 182 mg/dl pre-meal to 357 mg/dl about ninety minutes later despite announcing the meal; the user had changed the infusion set two days prior but had been using the same cartridge for five days, and after education the user performed a full supply change and resumed insulin delivery without device alerts or alarms. Symptoms included feeling lightheaded. Outcomes included self-management at home without medical intervention, no use of backup therapy, and improvement of glucose to 203 mg/dl after correction. Investigation included a review of device history and guided troubleshooting with supply replacement. Investigation of this case revealed suspected insulin degradation due to extended cartridge use beyond the recommended interval, with no observed issues such as kinking, leakage, or cannula damage during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.